Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 489 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site the skin appeared red. The patient was treated with IV (intravenous), skylar used novolog flex pen and lantus solo star pen. The patient was released after 6 hours. The pod was worn when seeking medical attention.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause skin irritation at the infusion site. The exact cause of the reported event could not be determined.